Event description:
As reported, approximately 3 years and 3 months post the initial left tsa, the 77 year old male patient was revised on (B)(6) 2024 due to infection. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: (B)(6) - 300-30-13 - equinoxe preserve stem 13mm. (B)(6) - 315-35-00 - glnd kwire. (B)(6) - 320-06-38 - glenosphere 38mm. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 32038-03 - equinoxe reverse 38mm humeral liner +2.5 6731884 - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit 6029084 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) - 320-38-03 - 145-deg pe 38mm hum liner +2.5. (B)(6) - 531-20-00 - shldr gps rvrs drill kit. (B)(6) - 531-78-20 - shouldr gps hex pins kit. (B)(6) - 10012 - gps implant kit v2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, d6a, h6 . MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to suspected cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.